Event description:
It was reported that a pedicle screw was found to be disassembled via radiographs immediately after final tightening. The screw was removed and replaced with an alternative screw to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information in d4: UDI number, h3, h4, and h6: method, results, and conclusions codes. The returned screw was evaluated. The tulip has dissociated from the screw shaft. The splines were deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation and tightening.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle screw was found to be disassembled via radiographs immediately after final tightening. The screw was removed and replaced with an alternative screw to complete the procedure without reported patient impacts.